Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with driveline power fault alarm that began in the morning of (B)(6) 2025 around 01:36 am. Driveline power fault alarm was cleared and it had not returned. It was noted that there was rescue tape on the entire driveline. Log file review confirmed the reported driveline power faults. Modular cable and system controller were exchanged. Additional log files confirmed that the driveline power fault did not return post exchange, and the picture of the modular cable connector was not concerning for corrosion.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm on the heartmate 3 system controller, serial number: (B)(6), was confirmed via the log files. The system controller event log files were reviewed, and timestamps spanned approximately 18 hours (01:36:45 to 19:14:04 on (B)(6) 2025). On (B)(6) 2025, a driveline power fault alarm was active; however, the reason for this alarm¿s onset was not captured as it was overwritten with newer data. This alarm resolved as it was cleared manually by the customer. The driveline was disconnected, and the system controller was shut down on (B)(6) 2025. The pump maintained a speed within the expected range while the driveline was connected. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. There were no issues found with the system controller during testing. The reported alarm was unable to be reproduced, and there were no functional issues identified with the returned system controller. The provided information stated the patient is asymptomatic, and the customer was able to clear the driveline power fault alarm, and it did not return. The root cause of the driveline power fault alarm could not be conclusively determined during this investigation. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. D and the heartmate 3 patient handbook rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. D section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook rev. A section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate 3 lvas IFU rev. D section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook rev. A section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook rev. A cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.